Event description:
A peritoneal dialysis (pd) nurse reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with patient contact, it was reported that this patient was hospitalized for approximately one week in late february following the onset of abdominal pain and nausea. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization, and he was transitioned to hemodialysis (hd) for renal replacement therapy. No further details concerning the patient¿s hospitalization were available. It was reported that the cause of the patient¿s infection was unknown; however, it was affirmed that the peritonitis was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains asymptomatic as he continues antibiotics (type and route unknown) for the infection through his in-center clinic. The patient will remain on hd therapy on an in-center basis with no plan to return to pd therapy.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and nausea. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined; however, there was no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a patient contact. Though diagnostic laboratory results were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.